Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was no longer attached to her cvad. Upon assessment, the plastic tubing was disconnected from the white disc shaped piece that goes into microclave clear cap. "Client does not recall pulling on same." No patient injury reported. Age was reported as "above 65 years".

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received used, in a plastic bag not in original packaging. It was observed that the valve was detached from the tubing, however it can be confirmed that solvent was applied on the tube to bond the valve due to the marks observed on the tube. The reported complaint was confirmed. The root cause was unable to be determined. No lot number was provided; therefore, a history record review could not be conducted. Action was taken after the manufacturing date of lot reported. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).